Event description:
Stopped functioning after implantation. 12/10/2014 additional questions were asked about the actions taken. It can be assumed since the devices are being returned that this event resulted in a revision. As a result this complaint will be filed as a serious incident.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the affiliate they explained that their was no adverse consequence, as doctor has taken immediate action and revised the shunt.

Manufacturer narrative:
A follow up report is being filed as the device was returned for investigation. Upon completion of the investigation a final report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve and catheters were visually inspected; no defects were noted. The valve was irrigated; no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve; product code 82-3184 with lot number cphb01 conformed to the specifications when released to stock on the 15th august 2013. Review of the history device records confirmed the catheters, product code 82-3072, with lot number crfckt, conformed to the specifications when released to stock on the 7th may 2014. The root cause of the problem reported by the customer could not be determined. No defects were noted. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.